Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was admitted to the hospital due to heart failure. It was noted that the patient's implantable pulse generator (ipg) had experienced premature battery depletion. The ipg was explanted and replaced. The right atrial (ra) lead showed high thresholds. It was further reported that the right atrial (ra) lead had loss capture at maximum output. As a result, though the device was programmed to a ddd mode, it was functioning in a vvi mode due to the loss of atrial capture. A right atrial (ra) lead replacement was attempted. However, it was noted that cardiac potential could not be obtained due to patient condition and the ra lead was explanted and not replaced instead. The physician then elected to explant the existing ventricular lead that was positioned in the ventricular apex and implanted a new ventricular lead into the ventricular septum as part of the patient's heart failure treatment. The physician noted that the patient's exacerbation of heart failure was related to the device system functioning in a vvi mode and pacing in the ventricular apex as a result of the poor atrial lead measurements and loss of capture. Following the procedure, the patient's heart failure continued to deteriorate and the patient passed away the same da y.